Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the wire allegedly cannot be pull out. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the wire allegedly cannot be pull out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire in a guidewire hoop with one loaded introducer needle were return for sample evaluations. Visual and functional evaluations were performed. An attempt to further advance the loaded guidewire into the introducer needle was performed and was successful after resistance was felt. The guidewire advanced throughout the introducer needle. An attempt to remove the loaded guidewire from the introducer needle was attempted and was successful after small resistance was felt. No uncoiling was noted at the bent portion of the guidewire. Therefore, the investigation is inconclusive for the reported wire removal difficulty issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.